Manufacturer narrative:
Product ID 3389-40, lot# 0209237236, implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015(B)(6); product type extension. (B)(4).

Event description:
It was reported, the parkinson¿s disease patient developed an infection at the implantable neurostimulator (ins) site, behind their ear, and at the lead-extension connection site. The patient was administered antibiotics as a result of the infection, though the infection ¿didn¿t respond.¿ the patient¿s ¿doctors decided the device had to be explanted¿and ¿the whole system was explanted¿ as a result of the event. Cultures were not taken and the patient¿s doctors were ¿unaware of what type of infection it was¿ at the time of report. Though there was a plan to reimplant a new system at a later date, the procedure had not yet been scheduled at the time of report. Additional information was requested; a supplemental report will be filed if additional information is received.